Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection and fistula are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient underwent a tubing change with new stoma site. On (B)(6) 2021, the patient reported that there was blood and oozing at the old stoma site. During a nurse visit on (B)(6) 2021, the stoma site was nil of blood, but was red and oozing with tenderness. The patient's new stoma site was clean and dry with no redness but the patient stated that there has been oozing over the past few days. On (B)(6) 2021 during a physician appointment, the patient was diagnosed with a stoma infection and prescribed clarithromycin and flagyl. On (B)(6) 2021, the patient reported that the stoma site was much improved but remained sore at times. The patient completed one oral antibiotic and was due to complete the other antibiotic on (B)(6) 2021. Approximately around 05 apr 2021, the patient was admitted to the hospital due to the unresolved old stoma site infection with excessive oozing and treated with unspecified intravenous antibiotics. The patient also had an esophagogastroduodenoscopy (ogd), which revealed a fistula present to the old stoma site. The patient underwent laparoscopic repair of the fistula with stomach stapling and skin excision and received prophylactic vancomycin, which was continued for 48 hours post operation. The nurse reported that the patient appeared well and in good form. On (B)(6) 2021, the patient was discharged home.